Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that the web device was used in an unspecified embolization procedure. After deployment, the device would not detached when attempted with detachment controller. The physician was able to mechanically detach the device in place with the use of the microcatheter. No report of harm to the patient, who was doing "good."